Event description:
"On (B)(6) 2014 at the (B)(6) hospital in philadelphia pa it was reported that during use on a patient the lower icons on the touchscreen of the cardiohelp-I serial number (B)(4) were unresponsive. Unlocking the device using the unlock code was also not possible. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu technician at the national repair center and the touchpanel was replaced. (B)(4)."